Event description:
The pad device was used on a patient and issued a "low battery" warning during the event. The outcome of the patient is not known. According to the information received, the patient was "defibrillated" but the outcome of the event is unknown. The customer stated that they had "no problem" with the operation of the device but were alarmed at the "low battery" warning. It is assumed that the patient was transported to hospital.

Manufacturer narrative:
The pad device used in the event was not returned. The pad-pak used in the event was returned and testing at room temperature was successful with no warning messages issued. However, when the test device and returned pad-pak were cooled to 5 degrees c in a controlled environmental chamber a "low battery" warning was issued when the device was switched on. The customer did not return the pad device used in the event and the "low battery" warnings could only be replicated by cooling the device to a low temperature. Testing also confirmed that there was sufficient capacity in the batteries to deliver therapy. Investigation of this complaint would indicate that the device issued the "low battery" warnings because the version of software in the device did not take account of ambient temperature and could therefore issue low battery warnings and/or turn the device off while there was still sufficient capacity in the battery for treatment to be delivered if necessary. Heartsine is issuing a correction to address the battery management software issue in which the software misinterprets a dip in voltage as a low battery which, in some instances, turns the device off. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p is a multi-use device. In the case of this report, the device was not returned for investigation but the pad-pak was returned for investigation.